Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to fluid. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the type of moisture exposure was swimming pool. The customer stated that they do hear fluid when shaking the insulin pump. The customer stated that they see fluid under the lcd. The customer states the insulin pump was not dropped. The customer reported crack at the back of the insulin pump. The customer was advised to revert to the back-up plan as per the healthcare professional¿s instructions. The insulin pump will be returned for analysis.